Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off on (B)(6) 2025. The customer did not resort to an alternate method of insulin therapy as they were not feeling well due to an unrelated infection. Reportedly, the customer did not realize the pump had shutdown due to not charging the battery because they were sick. On (B)(6) 2025 the customer went to the emergency room with a blood glucose level of 900 mg/dl with ketones and was subsequently admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2025, with issue resolved and no permanent damage.